Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, multiple call service alarms were observed on (B)(6) 2014. The display screen was found to function properly when the pump was powered on. Audio and vibrations were functional. The battery compartment was found to be cracked. The complaint of a blank display screen was not be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the screen had audio and vibration but no display and denied improvement with a battery change. Reportedly, there was no pump trauma or exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.